Event description:
The event is reported as: prior to use of the product (catalog# 100380025), the doctor confirmed that the package was in good condition. When the doctor inserted the endotracheal tube into the patient and connected it to the ventilator, the ventilator alarmed. After that, the doctor found a leakage at the white line marks on the shaft of the device. The doctor changed to another brand to complete the operation successfully. No report of patient injury.